Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother mentioned that the insulin pump had motor errors and was unable to rewind. There is no mention of an e70 alarm. The customer's mother also mentions that the inslulin pump is receiving no delivery alarms. Troublshooting was performed and insulin was noted in the reservoir compartment. The o ring inside of the reservoir compartment is not missing. The insulin pump will be returning. The customer's blood sugar was noted at 330 mg/dl.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No moisture damage on keypads, motor, vibrator, reservoir tube, battery tube or electronic assembly during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.